Manufacturer narrative:
The device was returned and is pending investigation. Olympus followed up with the user facility regarding the reported event and limited information was provided. The user facility reported that in-service training is conducted at the site twice a year with an olympus endoscopic support specialist. The root cause of the reported event cannot be determined at this time. In addition, as part of our investigation an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess and observe the account¿s reprocessing practices and to provide reprocessing training if necessary. The user facility has not finalized a date for this visit.

Event description:
Olympus was informed that two of the user facility's devices repeatedly exhibited positive cultures after reprocessing. It was reported that pseudomonas aeruginosa was found at the distal end of the first device and that the microorganism found on the second device is unknown. There are no associated patient infections. Additionally, the user facility reported that prior to use the scopes are prewashed and hung for a five day period. This report 1 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the independent laboratory results. The device was sent to an independent laboratory for microbial testing. The laboratory results did not recover pseudomonas aeruginosa from the device. However,the device tested positive for bacillus niabensis and staphylococcus cohnii. The device was eto sterilized and then returned to olympus for evaluation. The suction channel with was inspected with olympus boroscope and found a foreign object (reddish/orange color) stuck inside the channel wall below the scope connector protector boot; this investigation findings is indicative of insufficient reprocessing. Additionally, the biopsy channel was inspected and there were no signs of a foreign substance, stain or foreign objects found inside the channel. The scope passed the leak test. Additionally, the user facility was offered an onsite in-service to provide reprocessing training to the staff; however, the user facility declined. The exact cause of the reported event cannot be conclusively determined, but the most likely cause of the reported event is improper reprocessing. The instruction manual warns user, "after using this instrument, reprocess and store it according to the instructions given in the endoscope's companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Visually check for debris on the shaft and/or the bristles of the brush head. If there is debris on the brush, immerse the brush in the rinse water and clean the brush until no debris is observed on the brush."